Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was taken to the hospital due to high blood glucose levels of 24.4 mmol/l. Customer was not admitted, however was treated with a manual injection. It was reported that the customer wet himself in bed at nigh and the insulin pump may have been exposed to moisture. It was also reported that there is a constant beeping sound coming from the insulin pump. Blank display was also reported. Customer's current blood glucose reading is 14.4 mmol/l. No further information reported.